Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's ipg was overheating and was not holding a charge. The physician believed that the ipg was malfunctioning. Database analysis revealed no anomalies. The device appeared to be working as expected. The patient was for ipg replacement but it underwent an ipg explant procedure due to infection at the ipg site. The symptom of infection was redness and swelling. It was unknown if infection was device related. The patient is doing well postoperatively. There is no further information will be provided to the bsn representative regarding antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent another procedure wherein the remaining device was explanted. It was noted that the device had infection from a tooth abscess the patient had. Everything was removed. The patient was prescribed antibiotics and was doing well. Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was overheating and was not holding a charge. The physician believed that the ipg was malfunctioning. Database analysis revealed no anomalies. The device appeared to be working as expected. The patient was for ipg replacement but it underwent an ipg explant procedure due to infection at the ipg site. The symptom of infection was redness and swelling. It was unknown if infection was device related. The patient is doing well postoperatively. There is no further information will be provided to the bsn representative regarding antibiotics.